Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. The pump passed the self test. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer insulin pump alarm during the night and then switch off. The customer stated that it has never restarted again and screen stays blank.